Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the lamp did not light due to a faulty lamp socket. The root cause of the faulty lamp socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. And the customers allegation was confirmed. The device evaluation found the device could not be lit due to defective lamp socket adapter. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, there was a lighting failure on the video system center. The lamp could not be lit during reprocessing, which occurred prior to diagnostic laryngoscopy. There was no delay in the procedure, there was no patient under sedation and procedure was completed with a similar device. There was no patient harm associated with the event.